Manufacturer narrative:
The reported event was stem loosening and insert wear. No allegations were made regarding the shell after 22 years of in vivo use. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had hip pain, went to clinic, surgeon found via x-ray that stem was most likely loose and cup worn eccentrically. Implanted 22 years ago.

Event description:
It was reported that patient had hip pain, went to clinic, surgeon found via x-ray that stem was most likely loose and cup worn eccentrically. Implanted 22 years ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was destroyed and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.